Event description:
It was reported while using the bd safetyglide¿ needle the medicine would not push thru the plunger. Report 2 of 2. The following was received by the initial reporter: verbatim: it is reported, ¿per staff we have had issue with this needle, cannot push medicine thru plunger , nurse stated ¿she had to use all of her might to push through over weekend¿ and it happened again this afternoon.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution?yes d.9. Returned to manufacturer on: 15-aug-2023 h.6. Investigation summary: twenty samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Nineteen samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. Furthermore, a device history record review was completed for provided batch number 2025239. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd safetyglide¿ needle the medicine would not push thru the plunger. Report 2 of 2. The following was received by the initial reporter: verbatim: it is reported, ¿per staff we have had issue with this needle, cannot push medicine thru plunger , nurse stated ¿she had to use all of her might to push through over weekend¿ and it happened again this afternoon.